Event description:
A physician reported a certas valve 9id 828807) was implanted in a 75 year-old male patient due to subarachnoid hemorrhage (sah) via v-p shunt on (B)(6) 2022 with unknown setting. Ventricular shrinkage was confirmed on (B)(6) 2022, however, ventricular enlargement began on (B)(6) 2022. On an unknown date a bleeding near the catheter choroid plexus was confirmed and bleeding at the insertion site was confirmed on (B)(6) 2022. A contrast medium was performed and obstruction of the ventricular catheter was confirmed on (B)(6) 2022. Therefore, the valve was removed and replaced on (B)(6) 2022. According to physician: " inflammation due to an allergic reaction to bactiseal is suspected." It is unknown if what type of allergic reaction was observed and if the reaction had spread. It is also unknown if what was done to treat the allergic reaction.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve (ID (B)(6)) was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined; however, the possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.